Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced gradual diminished vision and depth perception. At one day post-operative everything has a brown tint to it, at one week post-operative brown was gone but smudge in central visual acuity. When reading the print it flutters as if she can not keep it in focus. At one week post-operative drops were given, also experienced fluttering of type when reading not with driving, reading was shaky with no phakododynesis, bright lights create a shimmer in central vision, a very minimal posterior capsular opacification (pco), posterior vitreous detachment (pvd) present but distinguishable from central blur. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).